Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up and down keypad buttons were intermittently unresponsive and denied damage to the keypad and moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: the keypad cover was found to be intact, however, the up and down buttons responded intermittently to testing. Unrelated to the initial complaint, the display was found to be dim and fading with a reddish tint. The keypad cover was removed for further investigation and contamination was found under all contacts. The investigation was completed with the returned battery cap with no related malfunctions observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.